Event description:
The patient experienced a loss of effect after she fell on her device at work. The patient met with her family physician, but was re-directed to her implanting physician. Additional information from her implanting physician has been requested.

Manufacturer narrative:
(B)(4)